Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 6 occurred during basal delivery. Also, when the customer loaded a new cartridge, a cartridge alarm 24 occurred multiple times with multiple cartridges. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available. It was confirmed that the customer had manual injections available as backup insulin therapy.